Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that the display device read failed transmitter error on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was not confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed as it was possible to download the transmitter log during the test. Global transmitter functional testing was performed and the transmitter passed with no deficiency. A voltage test was performed and passed. Share data log was review and did not show anything related to the customer complaint. The customer complaint of a transmitter failed error was not confirmed. The root cause could not be determined post investigation.